Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via a right surgical artery for mechanical circulatory support. The sterile sleeve distal end was separated. Cleaning was done with chlorhexidine gluconate and tegaderm was applied. The patient's outcome at explant was survived. The procedure was successful with this device.

Manufacturer narrative:
Additional information was received. The patient is still on support awaiting a transplant. Attempts were made to obtain more information but no response.

Manufacturer narrative:
Upon review, it was identified that the manufacturer fax (d3) was inadvertently omitted in error; the complete fax number has now been provided. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of pd-anticontamination sleeve-(separation, torn) was unable to be determined as limited clinical details were provided and no product was returned for review.